Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the model and serial number for this device was previously reported as 7000, (B)(4). This report notes the correct model and serial number.

Event description:
It was reported that the lead was capped and replaced due to high pacing capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.